Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The front panel was blinking due to a faulty turret unit. Additionally, it was noted that the high intensity mode was failing due to a bad high intensity motor. The linet and scope detection switch were both deteriorated. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the lights on the front of their olympus visera pro xenon light source were blinking during use. Additional details relating to the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 14 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was confirmed that the front panel flashed, and it was found to be due to a turret unit failure. It is not known what caused the turret unit failure. Olympus will continue to monitor field performance for this device.